Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and keypad anomaly on the insulin pump. Customer¿s blood glucose level was 297 mg/dl. Troubleshooting for unexpected restart alarm was performed. Customer advised the act button was unresponsive and when they replaced the battery on the insulin pump they received an unexpected restart alarm. Customer advised the alarm recurred after replacing the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unexpected restart alarm after battery change due to interface board voltage leak. Problem isolated to interface board. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.